Manufacturer narrative:
Concomitant medical products: product ID: 37085-60, serial# (B)(4) implanted: (B)(6) 2011, product type: extension. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3387s-40, lot# v674548, implanted: (B)(6) 2011, product type: lead. Product ID: 3387s-40, lot# v657037, implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
Additional information received reported the patient did not have concerns regarding their device or therapy.

Event description:
It was reported the implantable neurostimulator (ins) would move under the patient¿s skin when he would move his arms. They were hammering metal on the day of report when a piece flew off and hit him in the chest near the bottom corner of the ins and it left a small cut and bruise. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.